Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii, halo was used during a placement of transobturator mid urethral sling procedure on an unknown date. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, the patient experienced severe allergic reaction post device implantation. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.